Event description:
It was reported the patient underwent a two stage revision arthroplasty of the left shoulder prosthesis approximately 16 months post revision arthroplasty due to infection, which caused loosening of the screws and led bone loss of the glenoid. The physician feels that the infection started after the initial surgery and that it has remained until this two stage revision when the infection was treated. No additional patient impact reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01510, 0001825034-2022-01512, 0001825034-2022-01515. Concomitant medical products: tem#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 044810, item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 453060, item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 296340, item#: 12-113560, compr 10mm hum fract stem pps; lot#: 438080, item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 010240, item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 140920. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. This report will be voided and resubmitted as it is linked to an incorrect document/decision tree within our complaint handling system. The medwatch report will be reported under MFR number 0001825034-2022-01844.

Event description:
No further event information available at the time of this report.